Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter. The consumer administered six (6) units of insulin based on the "hi" reading. The consumer recognized immediately that his blood glucose was dropping. The consumer ate to counteract the insulin treatment. During the call to customer support, it was revealed that the consumer does not control solution test their test strips before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter and the test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.